Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 48 mg/dl. The customer reported hemorrhage/bleeding, hypoglycemia treated with no treatment, other. The event involved product(s) unk_ngp. Customer reported blood at site. No further patient complications were reported. No product return is required for unk_ngp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updating no treatment for hypoglycemiag in h6 as none was mentioned. Updated summary: customer reported having blood on sensor site. Customer did not receive medical treatment for the bleeding. Blood was visible on the sensor connector. Helpline advised to insert sensor at a different site. Customer also reported having a low blood glucose. No treatment for the low was mentioned. No symptoms of low were reported. Troubleshooting was done for the bleeding but not for the low. It was unknown if pump was used within 48 hours of the low. It was unknown if pump had auto mode/smartguard feature and if it was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.